Event description:
Non-specified repair request initiated for device. Report escalated to complaint due to evaluation finding of the footed portion damaged by tool contact. No patient impact was reported. On follow-up, it was confirmed that there was no patient impact.

Manufacturer narrative:
Evaluation: it was noted on evaluation that the foot of the attachment was damaged by tool contact. This attachment had been in the field for approximately 59 months without any record of factory service. The preventive maintenance/service manual for the legend system specifies service intervals for attachments based on the hospital usage level. In any case, the maintenance internal should not exceed 24 months. The user manual states "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."